Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instruments were reported for an unknown reason. The event did not occurred during surgery. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the threads at the distal end of the baseplate inserter rod were heavily stripped. A dimensional inspection for the baseplate inserter rod was not performed due to post manufacturing damage. A functional test to assess the reported assembly allegation was conducted with a returned sample of glenosphere inserter tip 650011104 and it was not possible to assemble the devices. Based on the observed condition of the returned device, the investigation was able to confirm. No other issue was identified. This type of damage is likely due to repeated slightly off-axis assembly. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
The instruments were reported for an unknown reason. The event did not occurred during surgery. Update per investigational findings after visual inspection on 09/14/2023, the following was found: silhouette resection guide was found deformed and dented at the divergent pin holes. Glenosphere inserter tip were found stripped at the tip. Baseplate inserter rod were found striped at the tip and unable to assemble with the mating device.

Manufacturer narrative:
Product complaint # (B)(4). B3: date of event is an unknown date in 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.